Event description:
A report was received that the patient's ipg site was infected. The patient underwent an explant procedure. The patient was put on oral antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50 (B)(4) description: artisan surgical lead, 50cm a review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.